Event description:
The international service tech reported that during servicing of the unit the battery not charging. Power failure due to loss of battery power may result in shutdown of device during normal ventilation operation. The international service tech replaced the battery and the reported problem resolved. The unit passed all applicable testing.